Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. The hospital has not accepted the quote for service from ge healthcare.

Event description:
The hospital reported that, during the preoperative checkout, the oxygen supply pressure was noted to be low, and there was no flow of fresh gas. There was no report of patient involvement.